Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the implant procedure there were low shock impedance measurements of 20 to 24 ohms and the physician experienced difficulty inducing the patient when attempting to implant this subcutaneous implantable cardioverter defibrillator (s-ICD). It was noted the s-ICD appeared low via fluoroscopy so it was repositioned. Following repositioning there were still low shock impedance measurements and they were still unable to induce the patient. This device was attempted and not implanted. Another s-ICD was then implanted, however induction was still unsuccessful and low impedance measurements of 20 ohms were noted after a 10 joule shock was administered. That s-ICD was also repositioned and a 10 joule shock was given which produced 22 ohm impedance measurements. An external catheter was used to induce the patient. The 65 joule shock produced a 24 ohm shock impedance measurement with 12 to 13 second time to therapy. The second s-ICD and same electrode were implanted since the shock was successful at converting the patient. It was noted that the patient was obese and had a history of pleural effusions. No adverse patient effects were reported.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.